Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had experienced vocal cord paralysis determined. This paralysis has been confirmed endoscopically. Full revision has been suggested, but the patient has not been referred for surgery. It was noted that this paralysis of vocal cords was only seen with 1.5 ma output, 1.0 ma did not present any problems. The cause of these adverse events is unknown as the patient isn't seen in person for evaluation. No other relevant information has been received to date.

Event description:
It was later reported that the patient was referred for revision surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.